Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Event description:
The customer reported poor image quality. No pt injury was reported.